Event description:
Caller reported a malfunction on the pump, but no notable events occurred prior to the malfunction. Blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions to reset the pump, assisted the caller with the reset, and confirmed the malfunction code did not recur. The caller understood and acknowledged instructions to call back if any issues reappeared and continued using the pump.